Event description:
Reporter contacted animas alleging that all the keypad buttons are unresponsive. The reporter mentioned that they went to the beach earlier; however, the pump was not exposed to water. The patient pressed the buttons on the keypads and none of the buttons were responding to the presses. There is no damage to the keypad. The alleged issue was not resolved. At this time there is no evidence that the pump caused or contributed to an adverse event. The reporter did not mention that the patient exhibited any symptoms due to the alleged issue. The complaint is being reported since the alleged issue was not resolved.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete, a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately; the complaint could not be confirmed or duplicated. During investigation, no keypad contamination or misaligned contacts were found. Unrelated to the complaint, the audio bolus button was returned partially detached and visible moisture corrosion was found on the bolus button switch.